Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. Patient had two lesions treated during index procedure. Two endeavor rx drug-eluting stents were implanted (overlapping) to proximal rca (ref MFR # 2953200-2010-01002). One endeavor rx drug-eluting stent implanted to mid rca (ref MFR # 2953200-2010-01004). It was reported that an mi occurred one day post stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available.

Manufacturer narrative:
(B) (4). Results: inherent risk of procedure mi.